Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.812.003, lot number: 9197797: release to warehouse date: 05.november 2014, manufacturing site: hägendorf: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Visual inspection: the t-pal instrument is in a used condition with slight scratches. The knob at the end of the inner shaft is broken off. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel as required and the measured harness was within the required specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The incorrect date was inadvertently utilized in previous medwatch (mwr-16052018-0000111285). The correct date is may 13, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, the transforaminal lumbar interbody fusion (tlif) surgery for multiply operated back (mob) was performed using the transforaminal posterior atraumatic lumbar (t-pal) cage system. The surgeon attached the cage to the applicator inner shaft and tried to insert it with a hammer. As the cage started to turn, he realized that the cage could not be attached to this applicator inner shaft. He replaced this applicator inner shaft with another one. After the surgery, it was found that the applicator inner shaft in question had been broken at the root of the shaft. Surgery was completed successfully with no delay. There was no adverse consequence to the patient. Concomitant devices: cage/plate (part: unknown, lot: unknown, quantity: 1), spinal hammer/mallet (part: unknown, lot: unknown, quantity: 1), t-pal spacer applicator handle (part: 03.812.001, lot: 8368719, quantity: 1), t-pal spacer applicator knob (part: 03.812.004, lot: 8784273, quantity: 1). This report is for a t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).